Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.